Event description:
It was reported the patient developed bacterial endocarditis and there was vegetation on the valve. The organism was identified as enterococcus duran group d, rhodotorula species. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.